Manufacturer narrative:
Device evaluation by manufacturer: an initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-05013, 2134265-2010-05189, 2134265-2010-05190. It was reported that during a rotational atherectomy and stenting treatment procedure, patient complications and a death occurred. The patient initially presented with shortness of breath, dyspnea on exertion, severe heart failure and a non-st elevated myocardial infarction and was admitted to the ICU. A cardiac catheterization was performed three days later due to positive troponins where triple vessel disease was discovered. The patient became markedly hypoxic during the procedure therefore the procedure was ended and the patient was transferred back to the ICU maintained on oxygen support and integrilin, natrecor and diuretic therapy. The patient developed what appeared to be progressive elevation of renal function and a nephrologist was contacted for consultation. A surgical consult was also performed however the patient was not a candidate for bypass surgery. Two days later, the patient was transferred back to the cath lab for intervention. It was noted that the patient was electively intubated prior to the procedure for shortness of breath and oxygen saturations in the 90's. The lesion was approximately 25mm in length, from the unprotected distal left main (lm) into the proximal left anterior descending artery (lad). The lesion was approximately 70-80% stenosed, and the vessel was non-tortuous. The patient began this procedure with low oxygen saturation levels in the 90¿s and was therefore intubated. The floppy rotawire guide wire crossed the lesion, and the 1.5mm burr was used. Speeds were approximately 168k to 170k, and following multiple runs the 1.5mm burr crossed the lesion. Images of the lm at this point showed "brisk" flow. The 1.75mm burr was then used at speeds of 162k to 165k, and following multiple runs the 1.75mm burr crossed the lesion. The patient was given levophed, neosynephrine and dopamine due to hypotension, and two unspecified stents, 2.5 x 28mm and 2.5 x 23mm were deployed in the lad. The patient was stable at this point. About 10 minutes later, the patient's blood pressure was dropping and the patient experienced asystole. A code was called and cardiopulmonary resuscitation was performed. The physician tried to treat the patient medically without success. The treatments included advancement of the kinetix guide wire into the diffusely diseased circumflex (cx) artery, placement of an intra-aortic balloon pump and a transvenous pacemaker. The physician took multiple images of the lm and lad, and slow flow was found into the lad, cx, in the opinion of the physician due to the dropping blood pressure. The patient experienced asystole and eventually developed severe hypotension and runs of ventricular tachycardia. Despite defibrillation the patient remained in asystole with no spontaneous blood pressure. The patient expired. The cause of death was documented to be medullary paralysis cardiac arrest secondary to respiratory failure secondary to probable acute myocardial infarction with extensive three to four vessel coronary artery disease with a congestive heart failure, nephrotic syndrome and peripheral vascular disease.